Event description:
Seven separate liver tumors were ablated with radiofrequency energy and an 8th tumor was wedge resected in a pt. The pt had 2 previous resections and then a liver transplant prior to this operation. The pt did not display any problems immediatly following the operation, but developed liver failure a few days afterwards. The pt subsequently was discovered to have sepsis and died a few days after the operations. The surgeon stated that hepatic artery thrombosis was thought to be the cause of death and that a transplanted liver from a living donor is more likely to develop artery thrombosis and more likely to suffer serious injury as a result of the thrombosis.